Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement bi71000167 cblasy dbl shldmvs cable shipped to site 05/12/2016. No parts have been received by manufacturer for analysis. On 05/17/2016 a medtronic representative performed an imaging system check-out, all areas passed. Mobile view station (mvs) was not powering on. After trouble-shooting fuses were replaced and imaging system was back and running. Both mvs and image acquisition system (ias) were booting-up successfully. The interconnect cable was extensively checked and found ok, no damage on the cable. This was performed due to the fact that the cable was blocked between the x-stage cover and the gantry when the customer docked the system. System functions checked ok. Back-up on usb performed ok. System performed as intended. Return requested. Replacement 2fuse 15a 250vfast kit shipped to site 05/17/2016. The suspect part was discarded by the site and will not be returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported ordering new cable and mvs fuses. Only fuses replaced as cable tested by european engineer and no fault was found. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that they drove their imaging system into the docking position with the umbilical cable stuck in between. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) updated to proper value. Correction: updating serial number to proper value. The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.